Event description:
Device issue: dislodged stent. Time of device issue: unk. Adverse event: none. It was reported that the promus stent came off the delivery system balloon. It was unk when this occurred; however, there were no reported pt effects. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.